Event description:
Sorin group received a report that the level sensor fails to stop the pump and alarm during use. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures this level sensor. This event occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. The level sensor was returned to sorin group (B)(4) for eval. Testing of the returned sensor found that the transistor was damaged. The cause of the damage was attributed to improper handling of electronic devices; how the improper handling occurred cannot be determined. Sorin group (B)(4) has scrapped the level sensor. No further action is deemed necessary.